Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had some dental surgery on (B)(6) 2016, she got home and experienced vomiting so she was advised to go to the hospital. When she got to the hospital, her blood glucose level was 601 mg/dl and she was admitted. Customer was not wearing the insulin pump at the time of hospitalization. The time period for not using the device is unknown. She was treated with IV drip and insulin shots. Blood glucose value at the time of the call was 98 mg/dl.